Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR: a synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. The crimped stent was examined and damage was noted. The proximal to mid-section of the stent was damaged and bunched in a distal direction exposing the proximal balloon wall. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and is within the specification. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4)

Event description:
Reportable based on device analysis completed on 16-apr-2018. It was reported that crossing difficulties were encountered. The patient presented with acute myocardial infarction. Vascular access was obtained via the right side. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following predilatation, a 2.75 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.